Event description:
On (B)(6) 2018, patient was under sedation for a biopsy of a suspect nodule measuring 38 mm in the lung utilizing the ig4 system and associated instrumentation. Dr. (B)(6) started with the 19ga always- on tip tracked (aott) biopsy needle and got to the target with ease. After two passes, pathology saw atypical cells looking like non small cell but wanted more samples. Completed six more passes with the needle and then switched to the always-on tip tracked serrated forceps. Received one good sample and the patient started to bleed. The physician washed the area with epi, kept the scope in an additional 5 minutes to watch the bleeding. The bleeding slowed down and the patient was able to go home same day.